Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and ventrio st on (B)(6) 2019 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019. Patient was diagnosed with four incarcerated ventral hernias thereby underwent open repair with implant of ventrio st mesh (device 1). Per op notes, ¿an infraumbilical curvilinear incision was made. The hernia defect was identified in the umbilicus. Incarcerated preperitoneal contents were skeletonized and reduced back into abdominal cavity. Another incarcerated ventral hernia superior in the midline was noted and contents were reduced. The two fascial defects were connected to create one big hernia defect. Other small incarcerated ventral hernias were noted superior to the defect and the fat was reduced back. A ventrio st mesh (device 1) was placed in the preperitoneal space and secured with sutures and tacks.¿ (B)(6) 2020. Patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with partial excision of ventrio st mesh (device 1) and implant of ventralex st mesh (device 2). Per op notes, ¿omental adhesions to the right of the umbilicus were noted and taken down. The mesh (device 1) was noted to be rolled at the inferior right corner and a portion of preperitoneal fat was herniated up behind this. The preperitoneal space was then dissected free. The hernia sac and contents were completely reduced. A portion of old mesh (device 1) was excised. A ventralex st mesh (device 2) was placed through the fascial defect and secured into anterior abdominal wall with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 september 2018) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no, corporate lot no. Expiry date), d.6a (date of implant), d.6b (date of explant) g3, g6, h2, h4, h6, h10. Note: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and ventrio st on (B)(6) 2019 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.